Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. Visual evaluation:visual analysis of the photographs identified: yellow particles on the surface shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The events of capsular contracture baker grade iii and chronic fatigue syndrome are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, chronic fatigue syndrome.

Event description:
Patient reported being diagnosed with "chronic fatigue syndrome" with no mention of treatment or surgical reoperation. Side unspecified, this record represents the left side. Additionally patient stated " looks abnormal due to capsular contracture which translates as baker grade iii." Dates of onset or diagnosis were not provided healthcare professional reported "exchange of textured breast implant due to the patient¿s concern with the product." Device has been explanted.